Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for gate stub with the incident lot was observed. A flexible piece of plastic was observed to be protruding from the gate on the shield. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for gate stub with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that two bd vacutainer® fx 5mg 4mg plus blood collection tubes experienced molding defects with sharp protrusions noted prior to use. The following information was provided by the initial reporter: 2ml tube 368920 with lot 8249583 has some extra plastic on the side of its grey cap. This can jeopardize the lab process as systems risks to not recognize to stoppers shape and flag the tubes as unknown. Apparently the production process of the cap is not uniform. Doesn't show this extra plastic material. When looking from the top of tubes, we can see a round dot between the words 'vacutainer' and 'brand'.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® fx 5mg 4mg plus blood collection tubes experienced molding defects with sharp protrusions noted prior to use. The following information was provided by the initial reporter: 2ml tube 368920 with lot 8249583 has some extra plastic on the side of its grey cap. This can jeopardize the lab process as systems risks to not recognize to stoppers shape and flag the tubes as unknown. Apparently the production process of the cap is not uniform. Doesn't show this extra plastic material. When looking from the top of tubes, we can see a round dot between the words 'vacutainer' and 'brand'.